Manufacturer narrative:
The rep reported they met with the patient today but was unable to connect to the ipg using their cp. Rep tried the 30/90 magnet ble chip reset, multiple magnet attempts, but was unable to connect to the ipg using the cp. The patient had multiple surgeries prior to meeting with the rep abut did not place the ipg to surgery mode. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.